Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump experienced ndpwr (no detected power alarm). Patient did not want to attempt to troubleshoot anymore and wanted to power pump off. The medication 5fu (5 fluorouracil) was infused at rate of 2.2 ml per hour. The remaining volume was 10.9 ml and volume given was 89.15 ml. The reported failure mode could cause or contribute to death or serious injury. There was patient involvement, and no harm reported.

Manufacturer narrative:
D4 - primary UDI number was updated. D7a - single use device was updated. H4 - device MFR date was updated. The suspected device was not received for evaluation. The service history review was performed, and it was confirmed that there was no previous repair noted. The complaint could not be confirmed, and a root cause was unable to be determined. A good faith effort was conducted to retrieve the device from the customer.